Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After placement of a t-branch graft, a defect was detected and the patient suffered a type 3 endoleak. An additional covered stent was placed to repair the leak during a second procedure. According to the initial report, the patient did not required nor experience any adverse events after this occurrence.